Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose readings, with a maximum reading of 393 mg/dl. The user had completed a supply change the night prior. After completing a subsequent supply change, the user¿s blood glucose stabilized.